Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a gradient of 50 millimeters of mercury (mmhg) was observed. The valve was implanted at a depth of 4 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on theleft coronary cusp (lcc). The mean gradient following the valve implant was 8 mmhg. Six months and fifteen days following the implant of this transcatheter bioprosthetic valve, at the post-implant follow up appointment, elevated gradients of 30 millimeters of mercury (mmhg) were observed. The patient was evaluated for a possible valve-in-valve and a computed tomography (CT) scan was performed. The CT revealed hypoattenuated leaflet thickening (halt), and thrombus. Additionally, mild paravalvular leak (pvl) was noted. The patient was placed on dual antiplatelet therapy (dapt). No further intervention was performed. Per the physician, the patient's calcified aortic valve contributed to the elevated gradient. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.